Event description:
The customer called to report a battery failed test. During the call the customer stated that they were hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed adn the insulin exited. The customer stated that they would call back when they are released from the hospital to perform the high-pressure test.